Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the therapy connector was damaged. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy cable connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.